Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the recharger warming error was resolved.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were unable to deliver a charge to their implant and has been without therapy the last 3 or 4 days due to connectivity issues that had been persisting for the last week. Pt had trouble getting their recharge quality higher than 'good.' When pt would get a connection, their charging session was quickly interrupted by 'poor recharge quality [76]: reposition recharger' or 'system problem [77]: rm03' multiple times. Pt said their implant was currently dead/depleted. Agent reviewed rm03 message with pt and pt confirmed their recharger had been getting real warm lately when trying to charge implant. Pt mentioned their other equipment (controller and li battery pack - see cases (B)(4)) was replaced in the past, but still had the same recharger from day one of being implanted (agent did however see a previous recharger replacement in 2022 in case (B)(4)). The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent explained pt may see passive recharge mode screens when they try to recharge their implant upon receipt of the replacement recharger. Pt was familiar with returning devices with prepaid shipping labels.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis found non-conformances and the recharger was subsequently scrapped. The following recharger failure / error occurred: poor recharge quality error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.